Event description:
Surgeon unable to activate trigger w/ fibger because it was too stiff. Reported & returned. Rga# [redacted]. Fedex trk# [redacted] [redacted]. Manufacturer response for endo-stitch suture devise, (brand not provided) (per site reporter). Issued rga# [redacted].